Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture and shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation; however, the shaft broke when crossing through the lesion. The balloon then ruptured when dilated upon crossing through the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of the coyote fc balloon catheter. The shaft, tip, and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device revealed that there were numerous shaft kinks just proximal of the exit notch; however, there was no breaks or fractures in the shaft or to the device. The balloon was microscopically examined, and it was revealed that there was a pinhole at the distal end of the markerband. There was no damage or irregularities to the markerband to have caused the pinhole. Product analysis confirmed the reported rupture, as there was a pinhole in the balloon. However, the reported shaft break was not confirmed, as the shaft was not broken but kinked.

Event description:
It was reported that balloon rupture and shaft break occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation; however, the shaft broke when crossing through the lesion. The balloon then ruptured when dilated upon crossing through the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.